Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 jaw broke and fell into the pt. The case was converted to an open procedure and the tip of the jaw was finally retrieved from the pt.